Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 185 mg/dl and their sensor glucose was reading low. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also reported a bad sensor alert, calibration error alerts and change sensor alerts with the sensor. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.